Event description:
It was reported that the patient never had therapeutic effect. Per patient, the "pump has not helped with pain since implant." Per patient, they have been to hcp for one dosage increase since implant and have an appointment for a refill and another increase in dosage. Per patient, there were complications with the catheter. Following implant, they experienced swelling in their foot and this was due to nerve damage when the catheter was implanted. No pump alarms were heard; the patient heard a ticking sound from the pump. The patient reported fluid in both the pump pocket and in the back. Per another reporter this will be the patient's 2nd revision in the past 5 months. The volumes have been accurate. Troubleshooting was performed by the physician. The pump was delivering hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomalies. There was motor stall recovery in the log, which indicates that in the pump's life there was at one time a motor stall and then recovery. After doing destructive analysis nothing significant that may cause the motor stall was found. Final analysis of the catheter (B)(4) found a non-significant indent in the sealing surface of the connector. Also of note, one of the retaining ring fingers and the anchor were damaged. The anchor may have been damaged during explant. No significant anomalies were seen with returned segment.

Manufacturer narrative:
Catheter model# 8709sc serial#(B)(4) implanted: (B)(6) 2011 explanted: unk; catheter model#8709sc serial#(B)(4) implanted: (B)(6) 2012 explanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information: the health care provider (hcp) later reported that the patient has never had symptom control. After surgery the patient developed a radiculopathy that was not present before implant. The catheter was changed and then the patient soon developed swelling both in pump pocket and back. It was reported that there was so much swelling at one point the hcp was unable to perform a cap study. A second cap study was then performed and a leak was identified so a second catheter revision was done. It was further noted that the patient was still not getting any relief of symptoms and the swelling was still present in both areas.

Event description:
Additional information received reported that the system was explanted. It was confirmed that patient never had therapeutic effect and experienced lack of efficacy. There were no known alarms or volume discrepancies; no motor stalls. They never had a problem interrogating the device. A couple of dye studies were done about 3 months prior to the date of this report, and the results did not show anything being an issue. Patient was still not getting efficacy even after system replacement. The health care professional requested information on switching patient¿s medication to methadone. The patient outcome was noted as recovered without sequelae. The device was used to deliver fentanyl, hydromorphone, and bupivacaine.

Manufacturer narrative:
(B)(4)